Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a continuous ambulatory peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient began ambulatory treatment with ciprofloxacin (intraperitoneal, ongoing, dose and frequency were not reported) and vancomycin (intraperitoneal, ongoing, dose and frequency were not reported) for peritonitis. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient experienced cardiorespiratory arrest secondary to encephalopathy. The same day the patient passed away. Treatment for the events was not reported. The cause of death was reported as due to cardiorespiratory arrest secondary to encephalopathy. It was not reported if an autopsy was performed. On an unreported date the same month the patient passed away, pd therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.